Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent partial deployment occurred. The patient presented with thoracic aortic aneurysm and underwent transcatheter aortic valve replacement (tvar). A 8x80x120 epic vascular stent was advanced over a 0.014 inch guidewire. However, during deployment, only a part of the stent was deployed despite multiple attempts. The stent was removed with the delivery system and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: epic vascular 8x80x120 was received for analysis. A visual examination found the stent of the device to have been deployed from the delivery system. The deployed stent was not returned for analysis. A visual and tactile inspection found the inner shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device. A visual examination found the handle of the device to be broken into two pieces. It is not known why the handle was broken.

Event description:
It was reported that stent partial deployment occurred. The patient presented with thoracic aortic aneurysm and underwent transcatheter aortic valve replacement (tvar). A 8x80x120 epic vascular stent was advanced over a 0.014-inch guidewire. However, during deployment, only a part of the stent was deployed despite multiple attempts. The stent was removed with the delivery system and the procedure was completed with another of same device. There were no patient complications reported.